Manufacturer narrative:
H3: product analysis of 105-5095-000, ,lot no:b464189 found an unknown guidewire was returned within the apollo catheter. The proximal end of guidewire was extending ~22.0cm from apollo hub and guidewire distal tip was extending ~9.4cm from distal tip. The guidewire was unable to be removed from the apollo catheter. The unknown guidewire distal od was measured at two locations and was measured to be 0.012¿ and 0.014¿. The proximal od was measured to be 0.012¿ and the distal od was measured to be 0.010¿. The 5.0cm detachable tip was detached from the apollo micro catheter. The detached tip was not returned. Therefore, any contributing factors from the detached tip could not be assessed. The apollo total length was measured to be ~169.0cm, the usable length was measured to be ~163.0cm which is within specification and the distal floppy length was measured to be ~23.0cm. As returned, it could not be determined if the distal floppy length of the micro catheter is within specification as the detachable 5.0cm tip was detached and not returned. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The ldpe coupling tube overlap length was measured to be 1.51mm which is within specification. Based on the device analysis and reported information, the customer¿s reports of ¿catheter resistance¿ was confirmed as the unknown guidewire was found to be returned stuck within apollo catheter and unable to be removed. It is likely the use of incompatible guidewire was the cause for the resistance in catheter as the guidewire stuck within catheter was found to be incompatible. The unknown guidewire od (outer diameter) was measured to be 0.012-0.014¿. Per the apollo micro catheter IFU (instructions for use), the apollo micro catheter is compatible for use with 0.008¿ and 0.010¿ guidewires. Therefore, the unknown guidewire was found not compatible for use with the apollo micro catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the apollo catheter had resistance in the middle segment so it was replaced for the procedure. No patient information was reported. It was noted the device was prepared and flushed as indicated in the instructions for use (IFU). Additional information was received that there was no kink/damage observed to the apollo catheter.